Event description:
A malfunction alarm, identified as malf 12, was reported without any significant events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and clearing the malfunction, and advised updating the pump software to mitigate future issues. The customer declined the offer for a pump replacement and acknowledged the guidance provided.